Event description:
Additional information received reported that the patient was having another revision done next wednesday. Additional information received reported that the patient¿s revision was not performed as scheduled. It was stated that the patient was referred for a paddle lead, and has not been scheduled yet.

Event description:
Additional information received reported that the patient was scheduled for a percutaneous to paddle lead revision for (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that one week post revision, the patient had a fall at home. It was stated that the patient had poor coverage and that x-rays were ¿inconclusive.¿ additional information received reported that the patient remained with poor coverage. It was stated that it was unknown whether the patient had effective/good coverage after replacement but before the fall because the fall occurred before the initial turn on at 1 week post. It was stated that the fall was caused by the patient falling out of the chair while asleep. It was stated that it was not device related; the device was not activated or programmed. It was stated that the patient did not have 50% or greater symptom reduction because it was not turned on. It was reported that reprogramming was needed because they were unable to cover painful areas. It was stated that the testing in the operating room was ¿excellent¿ but now the patient had very poor coverage area. It was stated that x-rays were taken and impedances were all within normal limits on (B)(6). It was stated that the patient¿s current status was unknown, the hcp would reevaluate in a few weeks. It was stated that the patient was not receiving effective therapy.

Event description:
Additional information received reported that the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 977a160, serial # (B)(4), product type lead; product ID 977a160, serial # (B)(4), product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).